Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the blood glucose was high. The customer reported that sensor was way off and wanted to know if you can fix the problem or it was a bad sensor. Sensor glucose was 83 mg/dl and blood glucose was 552 mg/dl and bolus 0.8 units. The customer was having sensor glucose versus blood glucose issue. Sensor glucose and blood glucose difference was not within acceptable range. Current blood glucose value was 547 mg/dl. Based on customer report customer does not allege the insulin pump was under delivering. Customer does not have a tubing clamp available. A tubing clamp will be sent to perform high pressure test. The insulin pump will not be returned for analysis.